Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coil (pod pc), pod coils, ruby coils, and a non-penumbra microcatheter. During the procedure, the physician placed two pod coils and a pod pc in the target vessel using the microcatheter. Subsequently, the hospital technologist was advancing another pod pc too rapidly within the introducer sheath and kinked the pusher assembly. Therefore, the pod pc was removed. The procedure was completed using a new pod pc with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed a kinked pusher assembly. If the device is forcefully mishandled during use, damage such as a kink may occur. Further evaluation revealed that the device was returned sheathed with an unoriginal introducer sheath, and the embolization coil had offset coil winds. This damage was likely incidental to the reported complaint. During functional testing, the embolization coil was advanced through the introducer sheath without an issue. The entire pod pc was unable to advance through the introducer sheath due to the pusher assembly kink. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.